Manufacturer narrative:
This report is submitted on february 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was sedated on (B)(6) 2018 in order to perform an integrity test to check device performance.